Manufacturer narrative:
Plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. The product was not in its original packaging. As the sample was being disinfected and prepared for analysis, a separation occurred. The clic blood chamber port separated from the main line. Further visual inspection under a microscope found that there was no solvent on the main line. It was concluded that the solvent was not applied properly. There are several different possibilities for the cause of the reported failure. No other problems or abnormalities were identified during the evaluation. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility registered nurse (rn) reported that a combiset smartech bloodline separated at the critline and started leaking blood. Additional information was obtained through follow-up with a different rn familiar with the event. The rn said the blood leak occurred at the start of a patient¿s hemodialysis (hd) treatment. When the technician went to flip the dialyzer, they noticed a small leak near the critline. The tech immediately clamped off the patient¿s catheter and stopped the treatment. The rn confirmed there were machine alarms when the leak occurred - an air detector alarm and a pressure alarm. The patient was dialyzing on a fresenius 2008t machine and utilizing an optiflux 180nre dialyzer. Upon closer inspection of the combiset, it was observed that the tubing separated from the critline immediately above where the tubing enters the critline. The rn said it appeared to be a clean separation and there were no visible defects. There were no leaks or other issues noted during the priming phase. The rn also confirmed there were no changes or disruptions in pressure that could have contributed to the event. The patient's blood was not returned; estimated blood loss (ebl) was 300 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a combiset smartech bloodline separated at the critline and started leaking blood. Additional information was obtained through follow-up with a different rn familiar with the event. The rn said the blood leak occurred at the start of a patient¿s hemodialysis (hd) treatment. When the technician went to flip the dialyzer, they noticed a small leak near the critline. The tech immediately clamped off the patient¿s catheter and stopped the treatment. The rn confirmed there were machine alarms when the leak occurred - an air detector alarm and a pressure alarm. The patient was dialyzing on a fresenius 2008t machine and utilizing an optiflux 180nre dialyzer. Upon closer inspection of the combiset, it was observed that the tubing separated from the critline immediately above where the tubing enters the critline. The rn said it appeared to be a clean separation and there were no visible defects. There were no leaks or other issues noted during the priming phase. The rn also confirmed there were no changes or disruptions in pressure that could have contributed to the event. The patient's blood was not returned; estimated blood loss (ebl) was 300 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for evaluation.